Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the consumer contacted company to report vision issues. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Consumer reported seeing the doctor several times, and indicated the physician said it would take time. Additional information was provided that the consumer later reported speaking with a friend that was an optometrist, who gave some ideas on things to try. The patient indicated the optometrist stated, "dry eye is a long ordeal." No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, lens was inserted a year ago, patient had issues with focus, blurred vision, double vision and other problems. Consumer also stated left eye has been relatively problem free. Additional information was requested and received stated dryness, unable to read after a short time maybe 30 minutes, feels inflamed and irritation. Additional information was requested and received stated when patient was sitting trying to read. If patient close left eye just to see how the right eye is functioning patient had a total blur. Consumer cannot read anything through that eye.